Manufacturer narrative:
The insulin pump was received with no (esc and act) button response due to corroded keypad traces. No button error alarm during testing. Unable to verify unexpected restart alarm and perform the displacement test, self test and unexpected restart error test due to no button response. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 97 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm after possible exposure to moisture. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed unexpected restart after battery has been removed and reinserted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.